Manufacturer narrative:
The reported event of difficult to insert was not confirmed. The reported event of detachment of device header was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device¿s header and connectors found no anomaly. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Event description:
It was reported that during an implant process, the lead was unable to be inserted into the header. The device header was noted to be detached. A new device was used to complete the procedure. No adverse patient consequences were reported.